Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * did the needle fall into the patient? If yes, * was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was there any patient consequence or injury? * what is the patient¿s current health status and condition? * was any other tissue damaged as a result of searching the needle? * what measures were taken to retrieved the broken piece? * what do you mean by "re opened the needle"? Please explain * did the doctor open the incision to search for the needle? Please clarify * what is the lot number & product code? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a repair of hypospadias procedure on (B)(6) 2023 and suture was used. At 14:30, the patient underwent surgery with stable vital signs during the surgery. At approximately 15:30, the doctor sutured the patient with suture. Under normal operation without pulling, the suture broke, causing the needle to fall. The patient immediately searched for and re-opened the needle to continue the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Product code should be z149h. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.